Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the ceramic tip of the working element came loose. It was no longer usable. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).